Event description:
Update 8-mar-2018: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, stiffness, loosening of the tibial tray at the cement to implant interface (competitor cement), tibial insert disassociated from the tray, and malrotation of the tibial tray. The cement mantle was also internally rotated so it appears the tray was placed internally rotated at primary.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: h6 (device).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain, dissociation and tibial loosening. Loosening occurred at an unknown interface. The cement manufacturer is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  (No code available (3191) is used to capture the medical device removal). Ifinformation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 7 nov 2019. The patient underwent a left knee revision due to pain, stiffness,disassociation of the tibial tray and tibial insert, and tibial tray malpositioning and loosening at the cement to implant interface. The surgeon noted significant scar and adhesion of the soft tissue in the medial and lateral gutters. The tibial tray, tibial insert, and femoral component were revised. The patella component was not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2015, dor: (B)(6) 2017 left knee.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Dr-(B)(4) has been undertaken to investigate attune post operative loosening further. The analyses and investigations eventually led to a new product development project, which will enhance fixation and make the product more robust to surgical technique per co (B)(4). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.